Manufacturer narrative:
(B)(4). Date sent 2/12/2024. D4 batch #. Photo analysis : this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a piece of tissue on the hands of a person and a hole can be seen on the middle part of the tissue. Also, some b-formed staples were noted in this area. No conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Additional information was requested, and the following was obtained: was a leak test performed? No it wasn't. Was the staple line visualized endoscopically during the initial surgical procedure? No it wasn't. How many days postoperative did the leak occur? 5 days. How was the leak identified? CT scan. What was observed at the site of the leak upon reoperation? Leak on metallic clips how was the leak addressed? Anterior metallic line. Were there any issues experienced with the device in the initial surgical procedure? No, there weren't. Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? No postoperative stenosis occurred.

Manufacturer narrative:
(B)(4). Date sent: 1/29/2024 d4 batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. Answer: the patient had not other consequences after the reintervention this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an ileal resection, the staple line was open after 4 days the patient did experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. The patient require revision surgery or hardware removal. There was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required additional surgery,